Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained lead noise episodes were observed. The patient was asymptomatic. Review was hampered by the lack of v-sense amp channel on programming for the events; however, widened qrs on discrimination channel was suggestive of possible loss of rv capture. It was explained that its capture assessment is periodic in nature. It was recommended to reassess capture and programming of v-sense amp lead view into the stored egms for better assessment in future. Device was reprogrammed. Patient is doing fine.